Event description:
The customer obtained a reactive (positive) atellica im sars-cov-2 total (cov2t) result for a patient sample (sid (B)(6)) upon repeat. The reactive (positive) result was considered discordant when compared to the initial nonreactive (negative) result. A precision run was performed, and the results were all nonreactive. It is unknown which result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
The customer uses vacuette serum tubes. The sample was stored at 2 -8c between the initial and repeat result. All maintenance was up to date and in accordance with specifications. The quality controls were analyzed and were approved. The customer noted that a new bar code was created on (B)(6) 2021 for the sample, raising the possibility of a sample mixup. No errors related to this sample were noted in the log. Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Manufacturer narrative:
MDR 1219913-2021-00227 was filed on april 22, 2021. April 23, 2021 - additional information the customer confirmed that the sample type was serum. It was also confirmed that the system was not serviced by a third party. Section was updated to reflect this change. May 5, 2021 - additional information siemens reviewed the log file for atellica im sars-cov-2 total (cov2t) lot 709010 non-reproducible results. Both sample probe traces and reagent probe traces for the cov-2 total (cov2t) were analyzed. The reagent probe traces did not indicate any issues with the reagent probe. Sample probe traces were also analyzed and found no indications of an issue that would have given the discrepant results as stated in the complaint. There was a slight leak found in the sample traces which could cause lower results however, on an index assay to go from .05 or .07 to 10 would require significant sample loss which is not present in the results. It was identified that the samples that gave discordant results may not have been the same samples. Siemens continues to investigate.

Manufacturer narrative:
MDR 1219913-2021-00227 was filed on april 22, 2021 and MDR 1219913-2021-00227 supplemental 1 was filed on may 18, 2021. May 28, 2021 - additional information siemens reviewed the log file for atellica im sars-cov-2 total (cov2t) lot 709010 non-reproducible results. Both sample probe traces and reagent probe traces for the cov-2 total (cov2t) were analyzed. The reagent probe traces did not indicate any issues with the reagent probe. Sample probe traces were also analyzed and no indications of an issue that would have given the discrepant results as stated in the complaint were found. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the non-reproducible results of sid 51526013401, siemens cannot rule out pre-analytical factors or a sample specific issue. The customer requires no further action or support on this issue. A product non-conformance was not identified. The investigation findings and investigation conclusions codes have been updated.